Event description:
Additional information was received on 15nov2021: during the initial procedure, the first pass was successful with the needle. Easy insertion of the guidewire and 2 dilators followed. The catheter then became difficult to advance and upon withdrawal, the guidewire sheared off and broke. The portion of guidewire that remained in the patient was removed on (B)(6) 2021 under guided uss. There was a delay in removal due to the severity of the patient's organ failure. It was confirmed that the patient did not experience any additional adverse outcomes.

Manufacturer narrative:
Additional information: b5, d6b, h6 - annex f, h6 - annex g this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated five lumen central venous catheter set. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the wire guide of a cook spectrum minocycline/rifampin impregnated five lumen central venous catheter set broke inside a (B)(6)-year-old, male patient. The device was being placed in the femoral vein for inotropic support. Initially, the procedure was reportedly straightforward. The catheter was difficult to advance. On withdrawal of the catheter, the wire guide sheared and separated. It was reportedly "secured at skin with [a] clamp." The guidewire currently remains inside the patient awaiting removal from interventional radiology. Delay to inotropic support was also noted. No other adverse effects were reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. It was reported by (B)(6) hospital in new zealand that on (B)(6) 2021, the wire guide in a cook spectrum minocycline/rifampin impregnated five lumen central venous catheter set (rpn: c-uqlm-1001j-rsc-abrm-hc-rd, lot #: unknown) separated in a patient. The device was required by a 61-year-old male patient for inotropic medication administration to treat an acute myocardial infarction with cardiogenic shock. During the placement procedure, access to the femoral vein was achieved during the first pass with the needle and the wire guide and two dilators were advanced without difficulty. However, difficulty was experienced advancing the catheter over the wire guide. During attempted removal of the wire guide, a portion ¿sheared off¿ and separated. The device was ¿secured at skin with [a] clamp¿. The separated portion of the wire remained in the patient and would be removed by interventional radiology. As a result of this event, the patient experienced a delay to inotropic medication initiation. Seven days later, on (B)(6)2021, an additional procedure performed under guided ultrasound scan (uss) and the wire was removed. No other adverse events were reported. It was noted that the delay to fragment removal was related to the patient¿s severity of organ failure. Reviews of the documentation including the instructions for use (IFU), manufacturing instructions and quality control procedures of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that there are process checks during the manufacturing process to check the wire guide and catheter to ensure that no nonconforming products leave house. A review of the device history record (DHR) was unable to be conducted due to the lack of lot information from the facility. Cook also reviewed product labeling. This product is supplied with an instructions for use (IFU) pamphlet c_t_ctulmabrm_rev7. In the instructions for use section, it states to not use excessive force when advancing dilators. Wire guides must always lead dilator by several centimeters. In the how supplied section it states: upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, no returned product and the results of our investigation, a definitive cause for the failure could not be established. Cause for this failure could have been due to patient anatomy, inadvertent user error, or component failure. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.